Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. A visual and dimensional inspection was performed. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during removal of the protective sheath, without resistance, the 5.0x28 mm ultra stent dislodged inside the protective sheath. The device was not used. A same size ultra stent delivery system was used to complete the procedure. There was no reported patient involvement or a clinically significant delay in the procedure. No additional information was provided.